Event description:
Manufacturer performed a death sweep and it was noted the patient had died. The patient's cause of death was reported per their coroner to be hypertensive cardiovascular disease and listed as natural. The patient had not eaten anything for three days prior to their death and was drinking liquids. The patient was discovered deceased at home in their bed. No trauma was noted. No suicide note. The patient's vns that was explanted at the time of death was discarded therefore will not be returned for product analysis.